Event description:
It was reported that the patient was sent home on (B)(6) 2022 with a new mobile power unit (mpu). When the patient hooked up to this mpu, it alarmed for "no power." The patient went back to the clinic on (B)(6) 2022 with their mpu for the "connect to power" alarms. Technical services performed a review of the log files and found low voltage events had occurred on (B)(6) 2022 from 11:16-11:47 pm and 11:50-11:51 pm. There were also a few power cable disconnect events noted in the log files. These alarms occurred while the patient was connected to battery power. It was possible these alarms were due to a weak connection between the battery and clips or from the power lead coming disconnected. According to the log files, the mpu alarms were due to voltage issues on the device that were deemed to be an out of box issue. A replacement device was requested.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage hazard alarms was confirmed via analysis of the submitted log file and via testing of the returned mobile power unit (mpu) (serial number: (B)(6) ). The log file contained approximately 2 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). Low voltage hazard and power cable disconnect alarms activated on (B)(6) 2022 from 23:16:47 to 23:47:02 and from 23:50:18 to 23:52:02 due to the relative state of charge (rsoc) voltages on both power cables dropping to approximately 0 v while connected to the mpu. Power cable disconnect alarms due to the rsoc voltage dropping to 0 v also activated on the black power cable on (B)(6) 2022 between 10:41:23 and 10:43:51 and on the white power cable from 10:46:39 to 10:46:58; these alarms occurred while connected to the mpu. The atypical alarms resolved when the power source was exchanged each time. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was evaluated at service depot and a power cable disconnect alarm activated while testing the unit in a mock circulatory loop; it was noted that the alarms activated while manipulating the patient cable. The issue was isolated to the returned patient cable during testing. The patient cable was replaced with a new patient cable and the issue resolved. The unit was functionally tested without any issues and was returned to the customer. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The forwarded patient cable was connected a test mpu and testing of the unit did not reveal any alarms, even while manipulating the patient cable. The wires integrity of the cable was tested and no issues were observed. The patient cable was then opened and no damage was observed on the underlying layers or wires of the patient cable. No issues were observed on the patient cable that would result on the reported alarms during ppe testing. The alarms resolved with the mpu cable was disconnected and re-connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 21feb2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved with exchange of the mobile power unit (mpu).